Event description:
It was reported the patient had "accidents" the week prior to this report. It was noted it happened "in the night" and for "two days in a row". The patient changed the settings, but still had "intermittent leaking and accidents for a week or two." The program had previously been set to "program 2, at 3.0v" and was changed, on the day of this report, to "program 3, at 2.7v." It was also reported that the patient fell "about three months ago" and landed on her knees. The caller reported a loss of therapeutic effect. There was no additional information provided. The patient's outcome was unknown at the time of this report. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3093-28, lot# v699317, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).